Manufacturer narrative:
Device will not be returned. If the device or additional information is received it will be reported on a supplemental report.

Event description:
The patient had a gamma nail implanted. Developed hip pain, surgeon revised to a total hip due to avascular necrosis.